Manufacturer narrative:
The insulin pump had a blank display due to corrosion on the liquid crystal display board. The insulin pump was received with a cracked display window, cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported via telephone call that the insulin pump had a blank display and that she reverted to manual injections. She stated that she had a hyperglycemic event but did not recall the blood glucose reading. The insulin pump had not been dropped or bumped or exposed to moisture and showed no signs of physical damage. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. The display did not return with insertion of a new battery and the customer was unable to clean the battery cap. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.